Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) found blood and saline on the bare wire coils, consistent with the reported use. Only the retrieval catheter and bare wire were returned. The distal end of the retrieval catheter was returned separated at the guide wire exit notch and appeared to have been dissected. The expansion tip was separated from the dissected shaft and was not returned. The dissection and separated portion if the retrieval catheter is likely due to the user attempting to locate the filtration element within the catheter. There was no other damage noted to the retrieval catheter. The retrieval catheter was dissected further to locate the filtration element but the filtration element could not be found. Although not reported, the bare wire coils were pushed distal to the step for a length of 1 mm. The stretched coils are likely due to handling during the attempt to locate the filtration element and/or packing the product for return to abbott vascular. There was a bend in the bare wire tip 5 mm proximal to the tip ball, likely due to tip shaping prior to use. There was no other damage noted to the bare wire. The tip was tugged on to confirm that the core was still intact. In this case, a conclusive cause for the detached filter could not be determined. It may be possible that the filter came off the bare wire after removal from the anatomy possibly due to handling, as it was reported that the filter did not remain in the patient anatomy. The additional damage noted on the device appears to be the result of attempting to locate the filtration element within the retrieval catheter. However, a conclusive cause could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency. As part of manufacturing quality process, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that after stenting in the mid internal carotid with moderate tortuosity and heavy calcification, the retrieval catheter successfully captured filter and removed it from the patient anatomy. However, after removal, the filter could not be found in the retrieval catheter or in the guiding catheter. It was reported that the filter did not remain in the patient anatomy. The physician felt that after the filter was successfully retrieved, that it was lost in the guiding catheter or in the angio lab, but it could not be located. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent information reported that the distal portion of the retrieval catheter was cut by the cath lab staff, in order to search for the filter inside the retrieval catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.